Event description:
Customer allegedly received the following results, with two different roche meters, within 10 minutes: 162 mg/dl (advantage) and 86 or 87 mg/dl (compact plus) no actions taken based on device results. No adverse event reported. Requested return of suspect device; however, customer no longer has compact strips. Replacement was sent.

Manufacturer narrative:
(B)(4).